Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing an (B)(6) trial. It was reported that the patient was in a lot of pain, had a lot of difficulty with their legs swelling, and caught a cold. The patient was sent to the hospital because their doctor thought the patient had a possible infection; a cat scan and x-ray were done, one of the patient¿s back and another of their sinus. The patient had some improvement but not 100%. The patient was prescribed ibuprofen and tylenol, but this had not helped, and they were given morphine by IV. It was noted the patient¿s bandages were also itchy. Additional information was received one day later. The patient could not take ibuprofen because it binded them up, so they were taking naproxen and benadryl. The patient couldn't sleep and couldn't get out of their chair. It was noted they had a follow-up appointment on (B)(6) 2017. Additional information was received on 2017-nov-07. The patient had a lot of pain since the first procedure and had to go to the hospital because they thought the patient had a blood clot in their legs. The patient thought they were coming down with a cold because their nose was hurting. No further complications were reported/anticipated.